Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'downstream occlusion alarm' which was reproduced during service. A review of the event history log identified 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be the downstream tubing guide out of specification and therefore required adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.